Event description:
The customer reported that a healthcare worker experienced a burn when unloading the processed cyclesure bi from the sterrad chamber. It was reported that the cyclesure biological inside the pouch burst. The employee was removing the cyclesure biological from the load and noticed that there was no liquid in the vial, however, did note it was on the pouch. She felt burning of her left index and middle fingers. The employee rinsed the area with water several times and reported the event to employee health. The employee was treated with neosporin on the contact area. The burning stopped and was resolved by the following day.

Manufacturer narrative:
Skin contact. The product IFU (instructions for use) reads in part "asp recommends gloves to be worn when handling cyclesure bi as peroxide burns can result if the media ampule is broken..."